Manufacturer narrative:
Medthod evaluation: the stent was not returned for analysis. Instruction for use states, "if stent is not securely attached, do not use the device." A review of the device history record was completed and the device met specifications.

Event description:
The paramount stent was loose on the balloon upon opening the package. The physician squeezed the stent onto the balloon and advanced the stent into the vessel; the stent came off the balloon. The physician re-entered the stent and deployed; which was inside a different stent previously deployed. The physician then used a medtronic stent to complete the procedure in the appropriate target area. The approach was femoral for stenting of the left common iliac.